Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient was seeing an 8476 (motor stall) code on their ptm (personal therapy manager). The patient did not recently have an MRI. The motor stall was active. The patient had no symptoms. No further patient complications have been reported as a result of this event